Event description:
On (B)(6) 2010 received a call that this pt is coming in today because something is eroding through his skin. No further information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).